Manufacturer narrative:
Follow-up #1: date of submission (B)(4) device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there is excessive scratched on display lens. Pump powers on with auditory and vibration alert,unable to verify steps (6-7, 10-11) due to crack blank screen. Damaged display changed with a test display and observed test display functional. Battery compartment crack starts at the top and it goes all the way down to the case seal. Returned cap used to complete above steps during investigation.

Manufacturer narrative:
Follow up #2: 09/24/2015, MFR narrative box in supplemental report #1 should have read as follows: follow-up # 1: 09/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: during a visual examination of the pump it was noted that there was excessive scratching on the display lens. The pump powers on but due to a cracked screen, the display could not be verified. A test display was inserted and it was confirmed to function appropriately. Unrelated to the original complaint, it was noted that there was a battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.